Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. A visual inspection was performed and found no indications of damage, misuse, or contamination. Blender was installed onto test station and testing was performed according to test standard 90503. Blender had note attached stating ¿blender output low, setpoint 60%, output 45%¿ which was confirmed during testing during sec. 6.3 step 6 of test standard - 60% graduation. Blender was set to 60% and using a calibrated servomex, o2 was measured and found to be below specification at 46.8% (spec 58-62%). Also found blender failing at step 4 - 30% graduation measuring 21.6% (spec 28-32%), and step 5 ¿ 90% graduation at 74.8% (spec 88-92%). Noticed when adjustment knob was turned to desired set point, knob would spring or bounce back a small amount after being let go. Blender was removed and adjustment knob cap was removed. Torque seal applied to nut was found to be intact showing no signs of tampering. Seal was broken and proceeded to remove control knob and front seat assembly to inspect components. Upon removing front seat, o-rings were found to have little to no lubrication. Valve stem was removed from seat, stem was found to have a considerable amount of resistance upon removal. Very little to no lubrication was found on valve stem threads or o-ring. Valve stem o-ring was properly lubricated and front seat assy reinstalled into blender. Calibration was performed and was found to be delivering to specification. 60% graduation was found to be measuring 59% on servomex. Testing per procedure 90503 passed on all counts. The reported complaint was able to be duplicated. Front seat and valve stem 03820 were found to have little to no lubrication on o-rings and threads, causing inaccurate oxygen delivery. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
It was reported to vyaire medical that oxgen concentration low occurred on the microblender device. The customer reported there was no patient involvement associated with the reported event.